Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor motion error (gearbox lockup). The customer¿s blood glucose level was 390 mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that they are not able to rewind the pump. Customer mentioned blood glucose not received alert, but not was not able to confirm alert. Advise to re-insert batter. Customer stated that they received external flash error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarms noted during testing; however power loss alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. No unexpected post-reset ram crc alarm, or an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing. No a broken force sensor was detected during seating or regular delivery error alarm, drive count or time values or changes incorrect for moving or coasting error, drive count or time values or changes incorrect for moving or coasting error, motor current error detected error, motor power supply voltage error detected, an error in the motor was detected by reading unexpected value from hall sensor error alarm,the motor processor did not report the pumps stroke as finished in reasonable time error alarm, the motor processor did not report the coasting as finished in reasonable time error, the hrm task did not grant motor power in reasonable time error, this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm noted during testing. Device received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.